Manufacturer narrative:
On 04 january 2017 the medical affairs director performed a clinical evaluation and commented as follows: tibial revision in tka after almost 6 years due to insurgence of tibial pain. The reasons for this pain remain unknown. From the explant picture, a very neat separation of the tibial baseplate from the cement mantle is visible: a possible hypothesis is cement debonding from the metal surface, but no evidence is available. The reason for this revision is not determined. Batch reviews performed on 09 january 2017. (B)(4). On 12 january 2017 the r&d project manager performed a preliminary investigation based on the picture of the explanted implant and commented as follows: tibial revision in tka after almost 6 years due to insurgence of tibial pain. The reasons for this pain remain unknown. From the picture of the explanted implant, no residual cement can be noted on the distal surface of the tibia baseplate. It is something usual on the explanted tibia component. The residual cement tend to adhere to the bone. No other considerations can be done. No elements that lead us think that the event is due to a faulty device can be identified.

Event description:
The patient came in complaining of pain. The cause of pain is unknown. The surgeon removed the tibial tray, the insert and the patella. The surgery was completed successfully. X-rays are available, explants are not available.